Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a separation of the driveline¿s outer jacket from the controller connector can be confirmed based on the onsite evaluation by an abbott representative. A clamshell repair was successfully performed on 10dec2020. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), (B)(6), and no further related issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate ii (hmii) left ventricular assist system (lvas) instructions for use (IFU) section 6 entitled "patient care and management" addresses how to care for the driveline. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. Heartmate ii lvas patient handbook section 4 entitled "living with the heartmate ii" contains a section titled "caring for the driveline". Section 6 entitled "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient reports the connector end bend relief has separated from the metal connector. The area was stabilized with rescue tape until a clamshell was successfully performed.